Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available and reviewed, the reported patient effect of mr appears to be related to patient morphology/pathology (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling. B5: event description. H6: patient code 1964 - removed.

Event description:
Patient ID: (B)(6). Subsequent to the initial 30-day medwatch report, the following information was received: during the hospitalization for left ventricular assist device (lvad) placement, the patient experienced pleural effusion, as well as atrial fibrillation and ventricular tachycardia. Per study physician, the pleural effusion, atrial fibrillation and ventricular tachycardia are not related to the implanted mitraclips, but are related to the lvad surgery. The clips were noted to be well attached and mr remained mild and was reduced after the lvad surgery. Since the event was previously reported, it remains reportable. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were implanted and the mr was reduced to grade 1+. On (B)(6) 2019, the patient presented for left ventricular assist device (lvad) placement, with acute on chronic cardiogenic shock due to end stage heart failure secondary to adriamycin-induced cardiomyopathy with left ventricular (lv) ejection fraction less than 25%, tricuspid regurgitation, aortic valve stenosis, and a history of ventricular tachycardia with implantable cardioverter-defibrillator. She also presented with severe mr that reduced to mild after lvad placement. Repeat transthoracic echocardiograms (tte) show evidence of trans-catheter mitral valve repair, with no mention or indication of any clip malfunction. Delayed chest closure was performed on (B)(6) 2019. Per study physician, the cardiogenic heart failure and lvad placement are unrelated to the mitraclip device. Additional information was requested.